Manufacturer narrative:
(B)(4). The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
Customer reported via phone call that she was in the emergency room on (B)(6) 2020 due to a low blood glucose level of 30 mg/dl. Treatment of the low blood glucose was with food and intravenous glucose. Per the customer, she was using the insulin pump within 48 hours of the event and auto mode was active. The customer alleges the insulin pump was over delivering as the insulin pump was suspended, and she was still receiving insulin. The insulin pump was not returned for analysis.

Manufacturer narrative:
Initial report had missing information related to auto mode in narrative. The information has been provided with this report. (B)(4).

Event description:
The auto mode feature was active at the time of incident.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. Device uploaded properly using carelink. Device had pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level was 30 mg/dl. Customer treated their low blood glucose levels via food and emergency room visit. Customer's most current blood glucose level was 137 mg/dl. Troubleshooting was declined. The insulin pump will not be returned for analysis.